Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a biliary stent implantation procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the common bile duct. The lesion was reported to be approximately 3cm in length in two locations. The patient's anatomy was reported to be not tortuous. The stent was to be placed within a previous placed non-bsc stent due to restenosis. During the procedure, when the physician introduced the stent to the target site, a severe resistance was met and the stent was unable to be deployed. When a second attempt was made to deploy the stent, the stent was able to be partially deployed. However, the delivery system came into contact with the distal end of the stent and the stent was moved from its position. The stent position was adjusted but remained in the undesired position. The physician removed the stent from the patient partially deployed on the delivery system. No visible damage was noted to the device. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was fully retracted and the stent was fully deployed. No issues were noted with the profile of the deployed stent or the delivery device. During analysis no issue was noted in movement of the outer sheath along the shaft. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a biliary stent implantation procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the common bile duct. The lesion was reported to be approximately 3cm in length in two locations. The patient's anatomy was reported to be not tortuous. The stent was to be placed within a previous placed non-bsc stent due to restenosis. During the procedure, when the physician introduced the stent to the target site, a severe resistance was met and the stent was unable to be deployed. When a second attempt was made to deploy the stent, the stent was able to be partially deployed. However, the delivery system came into contact with the distal end of the stent and the stent was moved from its position. The stent position was adjusted but remained in the undesired position. The physician removed the stent from the patient partially deployed on the delivery system. No visible damage was noted to the device. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.